Event description:
It was reported that the pt was explanted of the device. To date, despite frequent inquiries, no further info hs been received regarding the reason for explantation. It is not known whether the pt was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.